Event description:
A consumer reports blurry central vision, halos and ghosting in the left eye following bilateral intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 03/03/08 and 03/07/08 by phone, fax and mail. A completed questionnaire was rec'd. This report was mailed to FDA on: 03/28/2008.